Event description:
It was reported from the distributor that: "stains appeared on the cover after tests at the hospital. The stains cannot be washed." No pt involvement or adverse consequence were reported.

Manufacturer narrative:
Result: potential fluid ingress (at filing date, no add'l info is known other than what was initially reported; if staining is determined to not be attributable to fluid ingress upon investigation completion, a follow-up report will be submitted as necessary).